Event description:
It was reported while using bd facscalibur¿ flow cytometer biohazardous wasted leaked outside of instrument. There was no user impact reported. The following information was provided by the initial reporter: some leakage under the instrument is noted. Additionally, the fse provided the following additional information: confirmed that the leak was from the waste line due to a broken t connector on the waste line. Advised the user to take precaution as this was a biohazard by product which he did and confirmed through video call that he had correct ppe including face mask and shield as we worked together through on 4th march the part was received and fixed and leakage stopped. Instrument tested to be okay by running the daily qc. 1. The leak was not contained within the instrument however the user confirmed that all necessary were taken to decontaminate and clean up the liquid which contained hazardous materials and no one was exposed or harmed from this liquid.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facscalibur cytometer 4 color basic ivd, part # 342975 and serial # (B)(6). Problem statement: customer reported complaint of a waste leakage without bleach not being contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 03mar2020 to 03mar2021. Complaint trend: there are 3 complaints related to the issue of a waste leakage without bleach; date range from 03mar2020 to 03mar2021. Manufacturing device history record (DHR) review: DHR part # 342975 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of biohazard not contained within the instrument was due to a worn waste line fluidic t-fitting. The customer submitted the complaint after finding the source of a leak to be from a broken fluidics t-fitting on the waste line (pn c591002700s). The tsr (technical service representative) confirmed with the customer that they were using the proper ppe (personal protective equipment), including gloves, a face mask, and face shield. The part was sent to the customer to complete the repairs with the help of a representative through the helplighting video app. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair the instrument was no longer leaking and it was working as intended. Although the leakage of biohazard has the potential for injury and contamination, no customer or bd personnel came in direct contact since proper ppe was used, and thus were not harmed from the issue. The leakage was not under pressure and did not significantly increase the risk of exposure. The customer confirmed that though patient samples were used, they were not used in any treatment due to the leakage and didn¿t harm the patient in any way. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2007. Defective part number: c591002700s - t fitting 1/16 ID (sp5). Work order notes: subject / reported: 342975 - facscalibur leakage. Problem description: some leakage under the instrument is noted. Work performed: confirmed that the leak was from the waste line due to a broken t connector on the waste line. Advised the user to take precaution as this was a biohazard by product which he did and confirmed through video call that he had correct ppe including face mask and shield as we worked together through helplighting vedio app to troubleshoot and identify couse of leak. I have dispatch the need t connector and will proceed with resolution once the part is delivered. On 4th march the part was received and fixed and leakage stopped. Instrument tested to be okay by running the daily qc. 1. The leak was not contained within the instrument however the user mr. Nicholus kegen +254721747030 confirmed that all necessary were taken to decontaminate and clean up the liquid which contained hazardous materials, and no one was exposed or harmed from this liquid. Cause: broken t connector. Solution: the part was received and fixed and leakage stopped. Instrument tested to be okay by running the daily qc. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 342973ra, rev. 04/vers. D, bd facscalibur product family risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. ID: 3.1.3. Hazard: instrument inoperable. Cause: tank supplier poor workmanship. 1. Leaking tanks. 2. Fit issues of sensor assemblies causing lack of pressurization. Reference (fyi-08-11). Harmful effects: 1. Delay in results. 2. Required cts and or fse visit. Risk control: 1. Changed supplier to improve quality of tanks. 2. Tank molding tool was verified after install at new supplier site. Implementation verification: verification report. 1st article performed on first delivery in receiving inspection. Oms # (B)(4). Effectiveness verification: # bmp0005, fa# fa17155, co # 1147e504418. Probability: 2. Severity: 2. Risk index: 4. Residual risk evaluation: a. New hazards none . Root cause: based on the investigation results the root cause was due to a worn waste line fluidic t-fitting. Conclusion: based on the investigation results, the root cause of the waste leakage not contained within the instrument was due to a worn waste line fluidic t-connector. The customer called regarding the leak and the tsr advised them on proper cleaning procedures and safety measures before sending the part to them. The customer was able to properly clean their instrument without any exposure to the leaked material, install the part, and the instrument was tested to by running correctly. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscalibur¿ flow cytometer biohazardous wasted leaked outside of instrument. There was no user impact reported, the following information was provided by the initial reporter: some leakage under the instrument is noted. Additionally, the fse provided the following additional information: confirmed that the leak was from the waste line due to a broken t connector on the waste line. Advised the user to take precaution as this was a biohazard by product which he did and confirmed through video call that he had correct ppe including face mask and shield as we worked together through on 4th march the part was received and fixed and leakage stopped. Instrument tested to be okay by running the daily qc. The leak was not contained within the instrument however the user confirmed that all necessary were taken to decontaminate and clean up the liquid which contained hazardous materials and no one was exposed or harmed from this liquid.